Event description:
The reporter noted while troubleshooting the pump for an unrelated issue that the temp basal program was showing 0% on the status screen. He reviewed the temp basal history and reported that the temp basal at 9:30 pm of 0.412 units was correct, but the temp basal at 2:39 am was showing 0 units and should have been 0.412 units. The reporter denied priming or suspending the pump at the time of the reported discrepancy. This complaint is being reported because of the discrepancy between the temp basal history and what the temp basal setting should have been according to the reporter.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the basal history confirmed a temp basal rate of 0.00 on (B)(6) 2011 at 2:39 am. A review of the black box history revealed the 0.00 temp basal rate resulted from a loss of prime. No loss of primes occurred during testing. During investigation, a loss of prime was induced, and the pump emitted the appropriate audiovisual alert. A temp basal rate was successfully executed during testing. The complaint could not be duplicated during testing. The pump was found to be alarming appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).